Manufacturer narrative:
Upon receipt, the lead was found dissected at 12. Cm distal to the is-1 connector pin. Only the proximal lead segment was received for analysis. The returned lead segment was analysed. The inspection of the insulation confirmed that the lead segment was, apart from the dissection cutting, free of insulation breaches. In addition, the dc resistances of the conductor segment were investigated. No peculiarities were found. At a next step, the quality documents associated with the manufacture of this particular lead were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The data available for analysis were investigated. The analysis revealed an increasing pacing impedance and pacing threshold, confirming the clinical observation. However, the analysis of the available lead segment did not show any deviation which might have led to this observation. In summary, no indication of a material or manufacturing problem was noted during analysis.

Event description:
Ous MDR - an alert was sent via home monitoring regarding increasing rv pacing impedances and the threshold was also rising. Pacing impedance was over 1730 and the patient was scheduled for a revision. Only part of this lead could be removed, but it was sent back for analysis. A new lead was implanted at that time.